Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The events of infection and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection & necrosis.

Event description:
Healthcare professional reported via the national breast implant registry (nbir) left side infection and skin necrosis. The device has been explanted.